Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) device that would no longer inflate. During the revision procedure, it was observed that there was air in the device and there was a tear in the silicone of both cylinders. Additionally, it was found there was erosion near the base of both cylinders. The entire device was explanted, and a new device was implanted. There were no further patient complications.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Erosion is acknowledged within the IFU and is not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent erosion related symptoms. Additionally, incomplete inflation is acknowledged within the dfu and is not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues.